Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reported contacted animas and alleged that the pump had recommended an incorrect amount of insulin. Reportedly, the pump recommended 3.8 units and should have been 1.1 units. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.